Event description:
It was reported that the patient was subject to a pocket revision due to the "lead slipping out from behind the cardiac resynchronization therapy defibrillator (crt-d)." It was noted the patient had recently exhibited a "bunch of weight loss" and due to extra length in the pocket, the left ventricular (lv) lead was pushing toward the surface. The pocket was cleaned up and the lv lead remains in use. No patient complications have been reported as a result of this event.